Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was opined by the surgeon that the suture was without the strength which it generally possessed and broke by simple pressure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The foil pack was evaluated and noted to be in a crumpled condition. Several pinholes were noted at the top and the bottom of the foil. The complaint sample evaluation shows that the suture disintegration happened due to an open vent from the final sealing side which was not sealed. The suture was in a disintegrated condition.